Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient was transported to the hospital following the event and will continue wearing the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the date does not indicate any device malfunction related to the defibrillation event. Usage of device: monitor (B)(4); electrode belt (B)(4): (B)(4) 2011 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69 percent per patient-month wide 90 percent confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http: www.accessdata.FDA.gov/crdh_docs/pdf/p010030b.pdf.

Event description:
A us distributor contacted zoll to report that a patient experienced seven inappropriate defibrillation treatments. Atrial fibrillation with rapid ventricular response at 190 bpm, 221 bpm, 169 bpm, 207 bpm, 196 bpm, 214 bpm, and 191 bpm contributed to the false detections. The patient was conscious at the time of the event. Ems was summoned during the event. A review of the downloaded data confirms that the response buttons were not pressed during the entire event and will continue wearing the lifevest.